Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported that the bag/vent switch is not operating as expected. There is no report of patient involvement.